Event description:
Customer called to report that the hydropneumatic unit of the synchron cx pro clinical system, model cx9 pro, was leaking, and generated potassium calibration failures. On the following day, the field service engineer (fse) inspected the instrument and replaced the waste line. The fse also ordered a new drain sump pump. On the next day, the fse replaced the drain sump pump and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The fse determined that the root cause of the leak was due to the drain sump pump failure. The fse also stated that the potassium calibration failure was unrelated to the leak issue and was due to an error with the flow cell, which was also corrected. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).